Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 11-jun-2024, it was reported that patient faced leakage in infusion set site. The event occurred within three days of insertion. No further information was available.